Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a percutaneous coronary intervention (#6 chronic total occlusion) procedure with a 7f sheath. Reportedly, the prostyle was deployed at a shallow angle with the plunger not adequately pushed in. A cuff miss [suture retrieval issue] was noticed. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, the plunger was not pushed down completely. It should be noted that the perclose proglide instructions for use, states: depress the plunger with the right thumb until the black collar on the plunger meets the purple body to deploy the needles. In this case, the IFU deviation contributed to the needle to cuff miss. The reported difficulties and subsequent treatment appear to be related to use technique. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.